Manufacturer narrative:
(B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: customer reports two epidural disconnections. No injury reported.